Event description:
It was reported that distal misdrilling occurred with both target devices.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report. The reported event could not be confirmed. Review of the inspection records revealed no discrepancies. The items returned were documented as faultless prior to distribution. As the devices had been in use for a longer time (manufactured in 2005 and 2008) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill without any deviation. Thus, the alleged event could not be reproduced resp. Could not be verified. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the devices, but is most likely related to an intra-operative procedure. No non-conformity was identified.

Event description:
It was reported that distal misdrilling occurred with both target devices.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.